Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was carried out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient can feel the implantable pulse generator (ipg) pacing post operatively. The ipg remains in use. No further patient complications have been reported as a result of this event.